Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that "custom strikeplate put into the targeter and the plate got stuck in the targeter. As a result, they had to extract the nail which was attached to the targeter and put in another nail."